Event description:
The pt was awake and ready to be extubated. The balloon was deflated with the syringe. The extubation was tried but unsuccessful. The balloon was once more deflated with the syringe. The pt was extubated with the cuff inflated.